Manufacturer narrative:
Additional information received stated that the neurological event started around (B)(6) 2016, with symptoms of headache, confusion and reports of not feeling well. On (B)(6) 2016 patient was admitted unresponsive. Exam: pupils 4-5 mm, fixed and dilated, "no corneals", and agonal breathing with no movement to upper or lower extremities with painful stimuli and there was no brainstem function on exam. It was stated that there was no thrombus suspected. Date of death was (B)(6) 2016 and the official cause of death was bilateral subdural hematomas. It was also stated that the pump would not be returned and that there would not be an autopsy done on the patient. No further information has been received. CT head/brain done: bilateral acute on chronic hemispheric subdural hematomas. The left side collection is 1.3cm and the right-sided collection is 0.9cm. Compression of the lateral ventricles with 5.5mm shift of the midline to the right. Compression of the basal cisterns worrisome for early downward herniation. Inr on admission was 2.5. History of gi bleeding and may have been predisposed to bleeding events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient passed away due to complications from a stroke. No additional information provided. Investigation is ongoing.